Manufacturer narrative:
(B)(6). Field service specialist visited the account and found recalibrated iris motor and slitwidth motor and correct the issue. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that the treatment stopped at 70% and the system gave a fluence error. The treatment was aborted on that day and was completed on the next day after machine service was done.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: in the initial report, the manufacturing date that was provided was incorrect; the correct date of manufacture is 8/24/2011. The following field has been updated accordingly: device manufacture date: 8/24/2011, all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.